Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted controller log files revealed persistent low flow hazard alarms on (B)(6) 2025 and (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The account submitted two computed tomography images. However, due to image quality, the exact shape of the outflow graft was unable to be determined, and an obstruction of the outflow graft could not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hemolysis, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Following software updates, the hm3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having consistent low flow alarms. Their lactate dehydrogenase (ldh) was 3000. All liver enzymes were elevated. They had heart failure symptoms with brain natriuretic peptide (bnp) of 14,000. A coronary computed tomography angiography (ccta) and right heart catheterization/left heart catheterization (rhc/lhc) were performed to rule out any outflow graft obstruction. The patient also had new moderate to severe aortic insufficiency (ai). Pump powers last month were 4.2-4.3 and now are 3.7 at the same speed. The patient had a d-dimer>4000, low platelets and fibrinogen 82. Plasma free hgb was 100. Their inr¿s have been <1.5 for the last 2 months. The patient was on milrinone drops. Log files were submitted for review and captured low flow alarm events on 26mar2025. There were also several momentary low flow events recorded. Additional information stated that no outflow obstruction was noted. Rhc revealed right ventricular (rv) failure and ai. The patient received a transcatheter aortic valve replacement (tavr) and was continuing to improve post tavr. Rv failure was also improving, as they were on milrinone, but weaning it down and only on 0.125mcg at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.